Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab leaked. Blood was noted inside the iab. The iab was removed and a second was inserted. (Multiple event to customer complaint number 97-00834) (event complications:unknown- reported 7/18/97.) (Pt's current status: stable- rpt'd 7/18/97.)